Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during product testing, the distal tip of the recanalization catheter allegedly separated from the catheter after 30 seconds of activation. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser catheter was returned for evaluation. Two digital photos were provided and review. The outer catheter and inner guidewire lumen were noted to be separated approximately 0.3cm from the distal tip of the device. The provided photo also demonstrate the outer catheter and inner guidewire lumen to be separated from the distal tip. Therefore, the investigation is confirmed for the alleged material separation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during product testing, the distal tip of the recanalization catheter allegedly separated from the catheter after 30 seconds of activation. There was no patient involvement.